Manufacturer narrative:
Pump passed displacement test and selftest. Unit was monitored and functioning properly noted. No audio/beep anomaly noted. Unit received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate alert. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshoot. The customer cannot hear beeps from the pump. The customer reported that the whole alarm system volume was low, cannot hear any of it until it starts vibrating. The customer stated that they are having trouble of hearing the beeps. The insulin pump beeped during the tone test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.